Event description:
The customer contacted baxter's technical service center to report a low drain volume alarm (ldv) which occurred on home choice (hc) during initial drain. The baxter technical representative (tsr) had the home patient (hp) check line for kinks, occlusions, air bubbles and fibrin. The hp stated that there were gaps of air in patient line. The tsr advised the hp to check line before connecting. The tsr assisted the hp in ending therapy on the hc. The tsr advised the hp to start over with new supplies. The hc was operational. There was no patient injury or medical intervention indicated at the time of the initial report. This writer contacted home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp stated they did have to start over with new supplies. The hp stated that they noticed that the patient line extension had air the line. The hp stated that they believe it might have been due to them not checking the setup all the way, but they are not sure. They stated they did not talk to their registered nurse (rn) regarding the alarm nor the air. The hp stated they have been continuing therapy without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. The cause for the reported issue was air in the line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).